Event description:
On 17th november, 2021 getinge became aware of an issue with hanaulux 3000 surgical light. As it was stated, the paint was peeling. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 17th november, 2021 getinge became aware of an issue with hanaulux 2004 surgical light. As it was stated, the paint was peeling. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination.

Manufacturer narrative:
After internal evaluation field b6 change deems required; from: on 17th november, 2021 getinge became aware of an issue with hanaulux 3000 surgical light. As it was stated, the paint was peeling. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination. To: on 17th november, 2021 getinge became aware of an issue with hanaulux 2004 surgical light. As it was stated, the paint was peeling. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination. On 17th november, 2021 getinge became aware of an issue with hanaulux 2004 surgical light. As it was stated, the paint was peeling. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination. According to the information obtained from the service technician, the customer was advised to replace whole surgical light. It was established that when the event occurred, the surgical lights did not meet its specification as paint was peeling and it contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance ; iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis; paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. For the type of case at hand the subject matter expert at the manufacturing site indicates as follows: this event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual (user manual 56351039/ e, page 19-20). We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Manufacturer narrative:
New obtain information is manufacturing date: june-1998. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).